Event description:
Baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture"; "rupture"; "abundant peri-implant fluid."

Event description:
Healthcare professional reported right side "increase in volume, contracture [baker grade unknown], and hardness", "rupture", and "abundant peri-implant fluid." Healthcare professional additionally reported right side "small cysts" and "benign nodules", which are not device-related. The device remains implanted.